Event description:
Procedure type: lap gastric bypass. According to the reporter: surgeon was re-inserting scope through trocar when he felt there was some resistance. When he pushed a little harder, he saw that the seal had come off and was pushed into the cannula. Opened another trocar and it worked fine. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).